Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue began on (B)(6) 2017 at 02:00pm. The patient manages her diabetes by self-adjusting her insulin doses and did not take any action in response to the alleged issue. The patient reported that on (B)(6) 2017 at 02:25pm she developed symptoms of ¿headache and heart beating faster than normal¿ and that at 02:55pm on (B)(6) 2017 she tested her blood glucose on a ot ultra2 meter, which gave a result of ¿70mg/dl¿ and at 03:15pm on (B)(6) 2017 she self-treated with food and adjusted her humalog insulin dose. During troubleshooting the cca noted that it was not the first time the meter had been used. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.